Event description:
Osteotome of the stabilit dfine kit fractured in t12 vertebral body during elective kyphoplasty procedure. Pt was (B)(6) female, known metastatic bone disease from cancer, with t12 metastasis and compression fracture. Due to pain from compression fracture, the pt's physicians recommended, and pt consented to, a kyphoplasty procedure. The procedure was done with the stabilit first fracture kit. The first step is to create a cavity into the bone with the osteotome. The osteotome was introduced, and very hard (sclerotic) bone was encountered. When the device was removed, the physician realized that the tip of the osteotome had fractured, with the tip remaining in the t12 vertebral body. The entire metal fragment was retained within the bone, and the providers judged that the best course of action was to leave it in place. There did not appear to be any adverse clinical consequence to the pt (e.g., pain, bleeding, or infection risk) due to the retained fragment of the instrument.